Event description:
Several discordant immulite 2000 3g allergy specific ige (i3 & ii) results were generated on two patient samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant 3g allergy specific ige results.

Event description:
Several discordant immulite 2000 3g allergy specific ige (i3 & ii) results were generated on two patient samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant 3g allergy specific ige results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant 3g allergy specific ige results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant 3g allergy specific ige results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.